Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after an endobronchial ultrasound (ebus) procedure, the balloon was noticed missing during bed side scope clean. It was detached from the bronchovideoscope. The patient was brought back from the recovery room back into procedure room for a secondary procedure to remove the balloon. The balloon was found in the laryngeal mask airway (lma) and was removed successfully. There were no further reports of patient harm. This complaint is #2 of 2 devices, for the bronchovideoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.